Event description:
Customer reportedly passed out a 4:30 and had lunch later than usual. Customer could not recall if glucose was tested in the am. 911 was called and ambulance device = 300 mg/dl. Customer was given an IV and transported to the hospital where customer was kept for 24 hours. Customer received tests, however the types were not provided. No controls used. A request was made for return product and replacement product was sent.